Manufacturer narrative:
The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with the side rail condition. Photographic evidence provided revealed that the side rail was partially detached. According to the instructions for use for citadel plus bed (IFU 831.374 rev. I ), the safety sides shall be checked every day by caregiver. If the malfunction is identified, arjo or approved service agent should be contacted. IFU also include warning: ¿to avoid equipment failure or damage, do not use the side rails to move the bed.¿ based on the analysis of the complaints, the external excessive force must first compromise the integrity of the safety side prior to breaking it. Arjo device failed to meet its performance specification since the side rail was partially detached. There was no indication that the device was in use when the issue was detected. The complaint was decided to be reportable due to the side rail detachment. No injury was claimed.

Event description:
A citadel plus inspection conducted by an arjo representative revealed a detached side rail. Based on the photographic evidence provided, the screws holding the side rail panel to the bed were ripped off causing the side rail panel to partially detach. There was no indication that the bed frame was in use by a patient at that time. No injury was claimed.